Manufacturer narrative:
Exact return date of the device is unknown. Product evaluation: analysis results not available. Evaluation expected but not yet begun.

Event description:
It was reported that during an endoscopic sinus surgery, the handpiece overheated. A backup device was used; there was no reported patient impact.

Manufacturer narrative:
Date of this report: 05/15/2016. Return date: 05/16/2016. Date manufacturer received: 08/18/2016. Product evaluation: upon receipt, the initial inspection confirmed that the device would not turn on; pre-repair temperature testing could not be performed. Evaluation found that internal components were sticking due to corrosion. Wear and tear was confirmed on the motor, bearing and other components. The device was disassembled and cleaned. The motor cable assembly, bearings and other components were replaced. The device was successfully tested to specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.